Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 280 mg/dl. The pod was reportedly leaking while worn for between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. A leak test was performed by manually occluding the distal tip of the soft cannula and no leaks were observed. The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in device leaking fluid.the product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to pd1k06232111. Expiration date changed from unavailable to 12/23/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/23/2021.